Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a cytology procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician extended the brush but when he was brushing the lesion, the distal tip of the brush bent. The brush was retracted but the handle was detached. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the blue touhy-borst cap had been completely unthreaded from the t-fitting threads. The blue cap, steel and zytel stop washers, and silicone gland were all present on the thumb ring hypotube. The blue cap and t-fitting threads were not damaged. The pull wire broke from the proximal end of the t-fitting and the brush bristled section had been kinked from distal end. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a cytology procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician extended the brush but when he was brushing the lesion, the distal tip of the brush bent. The brush was retracted but the handle was detached. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.